Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that 'during valve deployment, a balloon rupture occurred'. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This report is 2 of 2. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 77-year-old female underwent a transcatheter aortic valve replacement (tavr) procedure via transfemoral access on the right side. The procedure involved the implantation of a 23 mm edwards sapien 3 ultra valve in the native tri-leaflet aortic position. During valve deployment, a balloon rupture occurred during the deflation phase, evidenced by the presence of blood in the syringe. Despite the balloon issue, the valve was successfully and fully deployed, and the patient remained in stable condition with no injury or complications reported. Following the rupture, the delivery system was withdrawn. Resistance was encountered as the ruptured balloon was pulled down the aorta and entered the sheath. The system was removed as a single unit after the delivery system was nearly fully within the sheath. During this process, the delivery system was noted to protrude out the side of the sheath, and slight protrusion was observed at the distal portion of the sheath. Liner delamination of the esheath was identified upon removal of the delivery system. No other edwards devices were reported to be damaged. The perceived root cause of the balloon rupture was attributed to possible calcium and small size in the sinotubular junction (stj). Vessel calcification was described as mild, with moderate annular/leaflet calcification and mild tortuosity. The annulus size was reported as 355, with a minimum luminal diameter of 5.0'6 mm. A 3mensio and videos of the procedure have been received. The following edwards devices are being returned for evaluation: one delivery system, one sheath, and one balloon catheter. No valve is being returned. A biokit has been sent.